Event description:
On (B)(4) 2012, the reporter contacted lifescan USA alleging a black mark on the meter's display. This complaint is being reported because the alleged meter issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2013)device evaluation: the lay user/patient's meter has been returned and evaluated by lifescan product analysis on (B)(6) 2013 with the following findings: the meter involved with this complaint failed testing. The meter was found with a cracked lcd. In addition a black mark was also found on the lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.